Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the hand piece was jamming in on position. Several tests could not be performed as the power module could not be activated with the main trigger jamming in activated position. However, the trigger was not fully stuck, it could be moved by application of a lever, but its integrated spring force was not sufficient to move it. During dismantlement, a huge amount of residue were detected inside the device. Therefore, the reported condition was confirmed. DHR review only covers the related service records. Service history record review result is not relevant to the current complaint and/or service process findings. The assignable root cause was determined to be due to improper re-processing. UDI: (B)(4).

Event description:
It was reported from switzerland that during service and evaluation, it was determined that the battery handpiece device lower trigger was jamming in the "on" position. It was further determined that the device failed pretest for general condition, sticky triggers and check function of the device. It was noted in the service order that the device was not working properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, an additional report will be submitted accordingly. .